Event description:
Report rec'd of a tubing separation. Reportedly, the device was being used to infuse an unspecified fluid via pt's IV site. It was reported that the tubing separated at the y-clave arm. There was no bleed back noted. The IV insertion site remained patent. There were no reported adverse pt effects. The tubing set was replaced and therapy was resumed. Though requested, no add'l info was provided.